Event description:
It was reported that by the patient's mother that her daughter went to the emergency room (ER) on (B)(6) 2026 due to high blood glucose. The patient's blood glucose levels reached 415 mg/dl while wearing the pod between 1-4 hours. Symptoms reported fatigue, thirst, irritability and had ketones (tested by parents). The patient tested negative for diabetic ketoacidosis (dka). The patient was treated with intravenous (IV) fluids and insulin injections. The patient was discharged on the same day.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone17.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.